Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) via a fisher and paykel healthcare (f&p) field representative that an ojr414 optiflow junior 2 nasal cannula was delivering less flow from the cannula than expected. It was reported the patient desaturated to 80% spo2. The subject cannula was replaced and the patient recovered. There were no further patient consequences.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of investigation.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint ojr414 optiflow junior 2 nasal cannula was not returned to fisher & paykel healthcare (f&p) for investigation. Our investigation is based on the information and photographs provided by the customer and our knowledge of the product. Results: visual inspection of photographs provided by the customer showed the tubing was postioned too far into the cannula. Conclusion: we are unable to determine the root cause of the reported event however it is likely due to the position of tube in the cannula. The subject cannula was visually inspected, leak and occlusion tested after it was assembled before leaving the manufacturing plant. Any obstruction would have been detected and the unit discarded. Additionally, it should be noted that the complaint cannula was in use for 12 days without issue. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 cannula. They also state the following: this product is intended to be used for a maximum of 7 days. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death). Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher and paykel healthcare (f&p) field representative that an ojr414 optiflow junior 2 nasal cannula was delivering less flow from the cannula than expected. It was reported the patient desaturated to 80% spo2. The subject cannula was replaced and the patient recovered. There were no further patient consequences.